Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery won¿t hold charge) was isolated to contamination on the belt receptacle. Both receptacle pulse pins were burnt and showing signs of physical damage. The root cause for the burnt pulse pins was physical damage. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's belt receptacle pins were burnt.